Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-06298. It was reported the pt is not receiving effective stimulation. X-rays were done and determined the pt's lead is partially pulled out of the ipg header. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.